Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, difficulty removing stylet from the left ventricular (lv) lead resulted in detachment of the lv lead connector pin. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of difficulty to remove the stylet and the lead connector pin becoming detached were confirmed. As received, a complete lead was returned in three pieces. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of difficulty to remove the stylet was isolated to bunching of the stripped stylet ptfe coating and inner coil. Visual inspection found the lead connector pin got pulled out from the connector assembly. The cause of the reported event of the lead connector pin becoming detached was isolated to procedural damage.